Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The unspecified stenosed target lesion was located in the left anterior descending artery. A 16 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion. However, while still external to the patient, the proximal end of the stent became damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The unspecified stenosed target lesion was located in the left anterior descending artery. A 16 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion. However, while still external to the patient, the proximal end of the stent became damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent was damaged. An examination of the stent found that the most proximal strut rows were pushed distally into the more distal rows. Only the four most distal rows were still properly crimped onto the balloon. No other damage was visible along the device. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).